Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that during a total shoulder procedure, a or table trusystem 7000 u (dv) had gotten stuck in reverse trend mode. The column keypad had gotten stuck and was not able to do an emergency override the patient was uninjured, and the procedure was finished without incident. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The customer reported that the operating table was in anti-trendelenburg position and no functions were available. According to the customer, the control panel at the column is no longer operational. A reset did not resolve the issue. A baxter field service technician inspected the operating table and could not identify any issues with the product. The functional test performed was successful. The reported event was not reproducible; a device malfunction could not be confirmed. Based on this information, no further action is required.